Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-01926. It was reported that during a percutaneous coronary intervention procedure, a vessel dissection occurred. The approximately 85% stenosed target lesion was located in the moderately calcified and non-tortuous proximal right coronary artery (rca). A 4.50x12mm veriflex stent was advanced and deployed without issues. A 5.00x8mm nc quantum apex balloon catheter was then used to post-dilate. During the first inflation, the physician made a comment that "the shoulders were very large on the balloon". Upon this inflation, a vessel dissection occurred in the distal end of the veriflex stent. Another balloon catheter was introduced for dilation and then another veriflex stent was implanted overlapping the distal end of the previously implanted veriflex stent treating the dissection. The patient remained stable throughout. The procedure was considered completed at this point. No further patient complications were reported and the patient's status is fine.